Manufacturer narrative:
Additional information provided in sections d9, h3, h6 and h11 the company representative visited the site, as a request for service. At that time, the system¿s software was subsequently upgraded. The system was then tested and found to meet product specifications. Based upon the information, the reported events were not confirmed and therefore remain inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. There were no relevant complaints found as part of this investigation. The reported ¿posterior capsule tear (with anterior vitrectomy)¿ is an issue that is occasionally reported with cataract surgery. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during microincision cataract surgery (msics) procedures. Based on the information provided, the reported ¿anterior chamber fluctuation¿ remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the quadrant mode of cataract surgery, using an ophthalmic operating console, the physician was able to hold the lens material, when he moved toward the center, the vacuum was lost, leading to venting. The lens material caused a posterior capsular tear. The physician also noticed chamber shallowing or pulsation at this stage in the patient¿s eye. The intraocular lens (iol) was implanted, and the procedure was completed with anterior vitrectomy. Additional information was received stating that the patient was visually doing well.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).